Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic, several inappropriate therapies for lead noise was observed. Chronically high threshold, decreased r-wave amplitude and low but stable rv impedance was also noted. There was also an instance of capacitor charge time-out. Noise of high amplitude and variable frequency was noted on real-time egm. Patient was scheduled for revision. Lead was explanted. During procedure, the lead pin broke-off and remains. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 56.8 cm was returned for analysis. Helix assembly was found to be separated from the lead body and was missing/not returned for analysis. A fracture of the inner coil was noted at distal region of the lead, 56.5 cm from the connector pin. This fracture is consistent with the observation from the field of noise, inappropriate hv output, r-wave amplitude variation, high capture thresholds and low lead impedance.